Manufacturer narrative:
(B)(6).

Event description:
It was reported that, during a tonsillectomy, the metal electrode at the tip of procise ez view coblator ii wand broke away. It is unknown if metal pieces were retrieved from the patient. A back-up device was available. The surgery was not significantly delayed. The patient was not harmed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device was returned for evaluation and intended for treatment. There was a relationship found between the returned device and the reported incident. The visual inspection under magnification of the wand shows extensive electrode wear with contamination/discoloration and scratch/scuff marks on the return electrode and spacer. Two of the elecrtrodes were detached. The saline connector/tube was cut. There are no manufacturing abnormalities visually observed with the returned wand. During the functional evaluation the suction tube was tested and performed as intended; the cut saline line was tested by a syringe. The saline line performed fluently on all three openings as specified. The device was tested in saline solution at coblate/coagulate mode in default/maximum settings. The returned device was activated in saline solution using a known good coblator ii controller at coblate/coagulate mode in default/maximum settings. Low plasma was generated on the remaining parts of the electrodes. The complaint was verified and the root cause could not be determined with certainty. Factors of the reported incident includes (1)rate of ablation (2)power settings (3)prolonged use against dense or bony surfaces (4) suction rate and depth/amount of pressure on the tissue ablation (5)fluid management. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.